Manufacturer narrative:
The device was received; the investigation is not yet complete.

Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptom/ae: none. It was reported that a physician attempted an arteriotomy closure using the starclose device, but the clip would not deploy. The physician, trained on the use of the device, had difficulty removing the starclose. Hemostasis was achieved by use of manual compression. There were no adverse patient effects reported. Though requested, no additional information was available.